Event description:
A malfunction was reported with the pump, but no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, and the customer was informed about the steps to take upon receiving the replacement. Customer reverted to an alternative method of insulin therapy.